Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the energy on harmonic ace instrument could not be activated. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken grip at the base point on distal end. A piece measuring approximately 9.96mm x 2.02mm was found to be broken off and was not returned with the instrument. As a result of the full break, functional testing for motion related issues could not be performed. The probable root cause of broken grip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.